Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: d11: therapy date. H3, h4, h6: device was first manufactured unsterile under the lot: l770932 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.005.554 with lot: l770932 were reviewed: part: 04.005.554, lot: l770932, manufacturing site: mezzovico, release to warehouse date: february 13, 2018. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent the orif surgery for distal femur fractures (both left and right) by using the expert a2fn on (B)(6) 2019. The surgery was successfully completed without any delay. After the surgery, it was confirmed that two (2) locking screws had been broken and pseudarthrosis had occurred. In (B)(6) 2020, it was confirmed that bony callus had not been grown completely. On (B)(6) 2020, reoperation was performed, in which all the implants were removed and t2 alpha and plate (non-j&j products) were implanted. Concomitant device reported: end-cap f/a2fn cann extens. 10 tan grey (part# 04.009.002; lot# l6411371; quantity: 1); end-cap f/a2fn cann extens. 5 tan grey (part# 04.009.001s ; lot# 2l89096; quantity: 1); lockscr ø5 l52 f/nails tan light green (part# 04.005.542s; lot# 9656395 ; quantity: 1); lockscr ø5 l56 f/nails tan light green (part# 04.005.546s; lot# 1l91982 ; quantity: 1); lockscr ø5 l58 f/nails tan light green (part# 04.005.548s; lot# 3l31368 ; quantity: 1); lockscr ø5 l58 f/nails tan light green (part# 04.005.548s; lot# l704558 ; quantity: 1); lockscr ø5 l58 f/nails tan light green (part# 04.005.548s; lot# l704558 ; quantity: 1); lockscr 5 l68 f/nails tan light green (part# 04.005.558s; lot# 2l74079 ; quantity: 1); lockscr ø5 l72 f/nails tan light green (part# 04.005.562s; lot# l869441 ; quantity: 1); lockscr ø5 l80 f/nails tan light green (part# 04.005.570s; lot# 9334688; quantity: 1); expert a2fn nail ø12 r cann l400 tan lig (part# 04.009.560s; lot# 3634197; quantity: 1); expert a2fn nail ø12 le cann l380 tan li (part# 04.009.557s; lot# 3480262; quantity: 1); this complaint involves two (2) devices this report is for (1) 5.0mm ti locking screw w/t25. This report is 2 of 2 for (B)(4). Related product complaint: (B)(4).